Event description:
It was reported that an ilet user experienced high blood glucose of 230 mg/dl and attempted to correct it by entering a meal announcement, which constituted an improper method of use related to the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, and a usage problem was identified consistent with using meal announcements to correct high blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.